Event description:
A surgeon reported that a 23g vitrectomy cutter appeared to be working slow with little effect for approximately ten minutes during a posterior vitrectomy surgery. The issue refers to the cut function. The procedure was completed by changing the cutter. No patient harm occurred. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).